Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be requested. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Reportedly on (B)(6) 2011, the homechoice (hc) machine sounded a system error 2240 (air in line) alarm during dwell 3 of 4. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected and there were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The technical service representative (tsr) advised the home patient (hp) to recycled power. The tsr explained the alarm and advised the hp to start over with new supplies or manual exchange. No clinical consequences for the patient were reported. No further information is available.